Event description:
The biomedical engineer (bme) reported that the nurse reports that the g7 monitor was drawing waveforms just fine and then all of a sudden, it stops and the screen is frozen. This is occurring in the or (operating room). The nurse stated that once the case is finished, the nurse taps on the softkey for the next case and it is during this window when the freeze occurs. The nurse has to reboot the device to correct the problem but this has occurred numerous times before this event so the bme requested nihon kohden to investigate the logs from the event to see what is causing this to happen. There was no harm reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the nurse reports that the g7 monitor was drawing waveforms just fine and then all of a sudden, it stops and the screen is frozen. This is occurring in the or (operating room). The nurse stated that once the case is finished, the nurse taps on the softkey for the next case and it is during this window when the freeze occurs. The nurse has to reboot the device to correct the problem but this has occurred numerous times before this event so the bme requested nihon kohden to investigate the logs from the event to see what is causing this to happen. There was no harm reported. Investigation of summary: the logs were analyzed by nihon kohden corporation (nkc) for the cu-172ra device. Nkc has confirmed there were several consecutive touch responses on the screen. Which likely means that there was more than one recognized touch on the screen that was activating the touch at the same time. Potentially other contributing factors could also be interfering as a continuous touch response. When this occurs no finger touch would be accepted. The continuous touch events would last from 7 minutes up to 13 minutes long. Additionally nkc found dust and traces of cleaning agent on the screen. The customer stated that rebooting the device did resolve the issue. Nkc did recommend that there is a possibility that the touch panel is malfunctioning and replacing the unit with a new one. A serial number review of the reported device (cu-172ra (g7), serial number 78) does show other related complaints, however they have all been linked to continuous touch. Complaint history review of the customer's account does not reveal trends for similar complaints. UDI related data quality updates: corrected information: d1 brand name: corrected the brand name from csm-1702 to nihon kohden life scope g7 bedside monitoring system. D4 additional device information / model #: corrected the model # from csm-1702 to cu-172r. D4 additional device information / catalog #: corrected the catalog # from csm-1702 to cu-172r. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the pi information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a. Additional information: b4 date of this report d1 brand name d4 model number d4 catalog number d4 primary unique device identifier (UDI) number g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the nurse reports that the g7 monitor was drawing waveforms just fine and then all of a sudden, it stops and the screen is frozen. This is occurring in the or (operating room). The nurse stated that once the case is finished, the nurse taps on the softkey for the next case and it is during this window when the freeze occurs. The nurse has to reboot the device to correct the problem but this has occurred numerous times before this event so the bme requested nihon kohden to investigate the logs from the event to see what is causing this to happen. There was no harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the nurse reports that the g7 monitor was drawing waveforms just fine and then all of a sudden, it stops and the screen is frozen. This is occurring in the or (operating room). The nurse stated that once the case is finished, the nurse taps on the soft key for the next case and it is during this window when the freeze occurs. The nurse has to reboot the device to correct the problem but this has occurred numerous times before this event so the bme requested nihon kohden to investigate the logs from the event to see what is causing this to happen. There was no harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Bedside monitor (bsm): model #: ja-170p serial (B)(6) device manufacturer data: ni unique identifier (B)(4) date returned to nihon kohden: na multi amp unit aka 1700 aa-174p. Serial (B)(6) device manufacturer data: ni unique identifier (B)(4) date returned to nihon kohden: na.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the nurse reports that the g7 monitor was drawing waveforms just fine and then all of a sudden, it stops and the screen is frozen. This is occurring in the or (operating room). The nurse stated that once the case is finished, the nurse taps on the softkey for the next case and it is during this window when the freeze occurs. The nurse has to reboot the device to correct the problem but this has occurred numerous times before this event so the bme requested nihon kohden to investigate the logs from the event to see what is causing this to happen. There was no harm reported. Investigation of summary: the logs were analyzed by nihon kohden corporation (nkc) for the cu-172ra device. Nkc has confirmed there were several consecutive touch responses on the screen. Which likely means that there was more than one recognized touch on the screen that was activating the touch at the same time. Potentially other contributing factors could also be interfering as a continuous touch response. When this occurs no finger touch would be accepted. The continuous touch events would last from 7 minutes up to 13 minutes long. Additionally nkc found dust and traces of cleaning agent on the screen. The customer stated that rebooting the device did resolve the issue. Nkc did recommend that there is a possibility that the touch panel is malfunctioning and replacing the unit with a new one. A serial number review of the reported device (cu-172ra (g7), serial number 78) does show other related complaints, however they have all been linked to continuous touch. Complaint history review of the customer's account does not reveal trends for similar complaints. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the nurse reports that the g7 monitor was drawing waveforms just fine and then all of a sudden, it stops and the screen is frozen. This is occurring in the or (operating room). The nurse stated that once the case is finished, the nurse taps on the softkey for the next case and it is during this window when the freeze occurs. The nurse has to reboot the device to correct the problem but this has occurred numerous times before this event so the bme requested nihon kohden to investigate the logs from the event to see what is causing this to happen. There was no harm reported.